Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information b5, h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front right bottom corner. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced worm coupling, worm gear, motor and motor mount as preventive measure. Power up, performed self test and occlusion test.

Event description:
Additional information was received. No patient involvement. Fault was found in biomed shop.